Event description:
It was reported to nuvectra that during the removal of the trial leads on (B)(6) 2018, the managing assistant experienced difficulty removing one of the leads. The lead was cut to remove the excess lead portion protruding from the patient's back and re-taped. Subsequently, the remaining lead was removed on (B)(6) 2018 with no issues and the patient is doing well.